Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that the patient went to a football game and completely forgot about the metal detector and ate differently at the game and then had a loss of therapy. The patient vomited the next day and had several other episodes since then. This took place in the later part of 2015. For each episode, the patient took a nausea pill and went back to normal. The patient was vomiting pretty consistently and their hcp adjusted it. The hcp had not seen the patient since (B)(6) 2015. The patient had 2 other return of symptoms episodes. It was hard to know if the patient was having an episode because they had really serious gastroparesis. The patient vomited because of their gastroparesis and type 1 diabetes. In (B)(6) 2016, it was so bad that the patient was hospitalized and was throwing up blood. The patient had an episode on (B)(6) 2016 and had 2 other episodes on (B)(6) 2016 and one was 2 to 3 days ago. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.